Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received no delivery messages. Customer stated that they tried to rewind and put a new cartridge, still gives her no delivery, screen was a little shaky too, noticed a crack on the reservoir lip ring. No harm requiring medical intervention was reported. Customer stated that reservoir able to lock in place when inserted into insulin pump. Customer declined troubleshooting since insulin pump was replaced. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. Device received with minor scratched lcd window, cracked lcd window, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.